Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of total parenteral nutrition (tpn) at a rate of 7ml/hr via a plum a+ pump. The option-lok male adapter of the tubing set was connected to the female adapter of an unspecified trifurcated extension set. After an unspecified length of time in use, it was reported that the pt's mother notified the nurse that fluid was leaking from the tubing set. It was reported that while the nurse was examining the tubing set, the tubing separated from the arm of the distal y-site. The tubing set was replaced and the therapy ws resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.